Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirted out of the tubing during the manual prime process. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated. The customer confirmed that she was not wearing the insulin pump during the priming process. Troubleshooting could not proceed any further since the customer did not have any other supplies to use for the troubleshooting. The customer stated that she will treat via manual insulin injection in the mean time. No products were returned or replaced.